Manufacturer narrative:
Investigation ¿ evaluation: it was reported the ncircle tipless stone extractor's sheath became kinked and could no longer be used during the transurethral urinary stone removal procedure. The device was removed from the package and inspected to ensure there was no damage to the device. The basket was tested in uncoiled position prior to use it. A laser was not used. The issue was found after retrieval once or twice. The procedure was completed by using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. It was initially reported by the customer that the device kinked. However, upon review of the preliminary device evaluation of the returned device, the strain relief was separated in two sections. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device(s) was also conducted. Basket assembly returned in 2 sections. Inner assembly separated where cannulated handle is welded to coil. Support sheath point of separation 1.2 cm from distal end. Both sheaths point of separation are ragged. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this incident. A complaint history database search showed two other possibly related complaints associated with the failure mode for the complaint device lot. Both complaints were reported to have sheath kinks. All devices are inspected for functionality and damage during manufacturing and quality control checks and the devices shipped from the lot passed those inspections. The possibly related complaint was not sufficient evidence to suspect other devices in the lot could have been non-conforming. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrections: b5: corrected information based on preliminary device failure analysis. D10: concomitant products h3: device evaluated by mfg = other (code unspecified, describe in h10) (81): corrected information based on preliminary device failure analysis. The complaint remains under investigation. H6: (annex a, annex g). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported by the customer that the device kinked. However, upon review of the preliminary device evaluation of the returned device, received on 12dec2024, the strain relief was separated in two sections.

Event description:
It was reported the ncircle tipless stone extractor's sheath became kinked and could no longer be used during the transurethral urinary stone removal procedure. The device was removed from the package and inspected to ensure there was no damage to the device. The basket was tested in uncoiled position prior to use it. A laser was not used. The issue was found after retrieval once or twice. The procedure was completed by using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer postal code: (B)(6) . G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.